Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer is mentally ill and she pulled the insulin pump out during a high blood glucose episode. Nothing further was reported.